Event description:
Pt called alleging that test strips were peeling. Pt tested on their meter and obtained a reading of 219 mg/dl. Pt ws experiencing symptoms at the time of testing which consisted of feeling tired, nausea, weak and did not want to get out of the bed. Pt ate food and/or drank beverage after using the meter. Several hours later they contacted md for medical advice. They were unable/unwilling to answer if they received any treatment from a medical professional. Customer service replaced the peeling test strips for pt.